Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that she did back to back blood glucose tests, within minutes, with results of 70 and 195 mg/dl. She said that she wasn't feeling any symptoms related to her blood sugar. She has no problem getting enough blood for her tests, and does not adjust her insulin to her meter readings. She said that she does not compare the test strip confirmation dot to the color chart.